Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 17-oct-2022. H6: investigation summary: twenty open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on sixteen samples and a broken non patient end of cannula was observed on three samples. No issues were observed with the remaining sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported by the customer that 3 bd micro-fine¿ pro pen needle broke. The following information was provided by the initial reporter, translated from japanese to english: needle breakage after needle.

Event description:
It was reported by the customer that 3 bd micro-fine¿ pro pen needle broke. The following information was provided by the initial reporter, translated from japanese to english: needle breakage after needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.